Event description:
It was reported that this patient heard beeping from this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) suggested that patient be brought into clinic for evaluation. Upon interrogation in clinic, it was found that there was a battery depletion (bd) alert with an inaccurate estimated battery percentage message. It was noted that this device was suspected of exhibiting premature battery depletion (pbd). Ts recommended device replacement and noted that therapy remains available. It was also noted that this patient has a concomitant non-boston scientific pacemaker implanted and therapy for this s-ICD had been turned off for the past two years at physician's discretion. The beeper function has now been turned off. No adverse patient effects were reported. Currently, this s-ICD remains in service.